Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was less than 1ml and originated from the right side of mf (manifold) 11 on the instrument. The leak was contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed a leak from the bottom of the nylon fitting of mf (manifold) 11. Mf11 distributes pressurized diluent in the main diluter module. The fse replaced the fitting resolving the leak. Failure mode was identified: failure mode is related to the nylon fitting of mf11 which needed to be replaced. No erroneous results were generated. A failure related to mf11 is likely to impact cbc (complete blood count) /differential results during manual aspiration only due to carry over caused by insufficient probe backwashing. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).